Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported to olympus, the image flicker (image not visible) when using the evis exera iii video system center loaner device. It was also reported that there was no procedure involved and no patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image flickering (image not visible) was not confirmed. The device evaluation found a faulty circuit board which caused flickering image (image was visible). There was no output from the y/c and the digital visual 2 terminals. The device was oxidized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.